Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: alternative report number, b5, h10 6 previously reported events are included in this follow-up record. Product return status 6 devices were received. Event confirmation status 5 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 2 devices were found to be affected by a worn drivetrain. 1 device was found to be affected by a broken drivetrain yoke. 1 device was found to be affected by corrosion. 1 device was found to be affected by corrosion and a worn drivetrain. 1 device had no problem found.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device or cutting accessory fractured. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 5 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 6 reported events are included in this follow-up record. Product return status 5 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 4 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 2 devices were found to be affected by a worn drivetrain. 1 device was found to be affected by corrosion. 1 device was found to be affected by corrosion and a worn drivetrain. 1 device had no problem found.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a broken cutting accessory still attached. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 device investigation types have not yet been determined. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had a broken cutting accessory still attached. 5 events had no patient involvement; no patient impact.